Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and will likely require a revision surgery. Update: on (B)(6) 2011 the patient was revised because of infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 3 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Additional info: d7. Update 6/7/12 - plaintiff's preliminary disclosure form was received, which identified dor information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints database finds no other reports against the provided product and lot code combinations for infection since their release to distribution. It is not reasonable to conclude the devices contributed to the patients infection two years after implantation. Additionally, research using the (B)(4) system shows other devices from the reported lots as delivered and can be reasonably concluded as implanted without issue as no further reports have been received. Based on the noncontributing nature of the reported devices, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.